Event description:
Patient reported that the one touch ultra meter kept giving the error 1 message. This issue was not resolved with troubleshooting. There was no adverse event or serious injury reported.